Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 58 mg/dl. Juice and crackers were consumed to address the bg level. The customer stated that strenuous exercise was the cause of the low bg.